Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that inserted on (B)(6) 2023. Repair was performed at around 16:30 on (B)(6)2024, when the patient noticed a leak when flushing with heparin solution after blood collection. The leaking area was covered with film material. The area where the leak occurred was covered with film material. The blue catheter portion from the patient's chest was removed and the leak was repaired. After the repair, when checked for leakage toward the peripheral side as far as possible, but there was no leakage. There was no reported patient injury. No other information was provided.

Event description:
It was reported that inserted on (B)(6) 2023. Repair was performed at around 16:30 on (B)(6) 2024, when the patient noticed a leak when flushing with heparin solution after blood collection. The leaking area was covered with film material. The area where the leak occurred was covered with film material. The blue catheter portion from the patient's chest was removed and the leak was repaired. After the repair, when checked for leakage toward the peripheral side as far as possible, but there was no leakage. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was determined to be inconclusive. The product returned for evaluation was a groshong nxt clearvue two-piece connector assembly with an injection cap. The catheter was inserted in the distal connector piece but was terminated at the tip of the distal connector piece. Use residue was observed throughout the sample and the text on the extension leg was worn off. An attempt to flush the sample with water using a 12ml syringe revealed it was patent to infusion and aspiration without any observed leaks. Microscopic inspection of the break site of the catheter appeared glossy and striated which is consistent with a sharp instrument cut. The leak could not be reproduced with the returned sample; however, the potentially implicated remaining catheter shaft was not returned. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.